Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor displayed a service code 205. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: service evaluation of monitor sn (B)(4) has been completed. The cause of the code 205 was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.